Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Only part of the device was returned for evaluation, so the customer's allegation could not be confirmed at this time. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus representative reported on behalf of the customer, that a broken piece of a hf-resection electrode "plasmaloop", needed to be retrieved. The event occurred during the procedure and was completed with a similar device. There was no patient harm associated with the event.